Event description:
The nurse of a (B)(6) old male patient called zoll customer support to report that the pt's electrode belt cables were damaged and the pt was receiving check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged, check belt messages) has been confirmed. Upon eval the trunk cable and rear therapy electrode cable were pulled from the strain relief. The root cause of the damaged cables could not be positively identified but was likely excessive force. Upon further investigation corrosion was found on the j702 connector on the distribution node (dn) pca board. The root cause of the corrosion could not be positively identified but was likely liquid ingress. No adverse event resulted from the damaged cables and corroded j702 connector. The pt received a replacement electrode belt.